Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving gablofen (2000 mcg/ml at of 963.1 mcg/day) in flex dosing mode via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient came in to the hospital with symptoms of baclofen underdose/withdrawal. It was noted that the patient had just had a new pump implanted on (B)(6) 2023 and had had no dose decreases to their knowledge. A physician did a side port aspiration when the patient arrived at the hospital. A dye study was done, and everything came back good. There were no issues. They also did an x-ray and confirmed there were no structural abnormalities with the pump. The hcp was looking for a company representative to come interrogate the pump because they thought something was wrong. Additional information was received from a healthcare provider via a company representative who reported that no pump alarms were sounding, and the pump was refilled on 22-sep-2023. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The cause of the withdrawal symptoms was not determined, and no actions/interventions had yet been taken to resolve the withdrawal symptoms. Additional information was received on 05-jan-2024 from a healthcare provider via a company representative who reported that the p atient was stiff again, so they brought the patient back in and the pump was replaced today. The hcp explored the catheter and found that it was good, so wanted to try a new pump instead.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.